Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
On 16th november 2021 getinge became aware of an issue with three of surgical lights - hanaulux 3000. During maintenance were found that the rust has spread under the paint on brackets and bodies of three light heads of the surgical light. There was no injury reported however we decided to report the issue based on the fall of rust or paint particles into sterile field may lead to contamination. According to the information obtained from the service technician, the customer is planning to replace whole surgical light. Unfortunately, the exact date of replacement is not known. It was established that when the event occurred, the surgical lights did not meet its specification and it contributed to the event. There is no information if upon the event occurrence, the device was or was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never lead to serious injury or worse, to death. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 ¿ general requirements for basic safety and essential performance; ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis; ¿ paint definition pfc066. This procedure defines maquet sas requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This even is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual (user manual 0132102 rev. 2g, page 19). We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Event description:
On (B)(6) 2021 getinge became aware of an issue with three of surgical lights - hlx 3000. During maintenance were found that the rust has spread under the paint on brackets and bodies of three light heads of the surgical light. There was no injury reported however we decided to report the issue based on the fall of rust or paint particles into sterile field may lead to contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.